Event description:
It was reported that patient faced an event where adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026 and experienced high blood glucose correction bolus by pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.